Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous right coronary artery. The lesion was predilated and the physician made several attempts to advance the taxus express2 2.75 x 32 mm drug eluting stent to the garget lesion but was unable to cross the lesion. The physician pushed and pulled and the shaft kinked. When the physician "fixed" the shaft, it fractured. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
.